Event description:
It was reported a piece of chordae was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was opened and being prepared. It did not enter the patient. The physician was inserting a non-bsc wire in the mitral valve. When the wire went into the left ventricle, it curled up and a piece of chordae was torn. The physician snared the wire and the procedure was aborted. The patient was fine.

Event description:
It was reported a piece of chordae was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was opened and being prepared. It did not enter the patient. The physician was inserting a non-bsc wire in the mitral valve. When the wire went into the left ventricle, it curled up and a piece of chordae was torn. The physician snared the wire and the procedure was aborted. The patient was fine. It was further reported that the patient ended up with mitral regurgitation and was discharged from the hospital later that day.